Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 30 degree endoscope plus had the gray housing that connects into the universal surgical manipulator (usm) loose and was freely turning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue was identified after ports were placed/while the endoscope was in use on the patient. The vision orientation of the endoscope changed on its own. The procedure was completed with the same endoscope.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and was visually inspected, and corrosion was found in the input's disks. The complaint was confirmed by failure analysis. Device history record (DHR) review for endoscope involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue is attributed to corrosion at the input disks.

Event description:
Refer to h11 for follow-up information.